Event description:
An eye care practitioner reported treatment of a pt for a central corneal ulcer with associated infiltrate, anterior chamber reaction & moderate pain associated with freshlook color blends lens. Wear history of extended wear use. Treatment consisted of vigamox every half hour during the day & every hour at night, then tapered off. Event resolved with scar remaining. Visual acuity reported as 20/20 pre-event, 20/25 at last visit. Resumed lens wear on daily wear basis.